Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the battery was dead on the centrifugal system. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field svc rep (fsr). The fsr verified the battery voltage to be 15.8 vdc and that the charge light emitting diode (led) was not illuminated. The fsr found that the power plug was disconnected at the rear of the battery unit. He plugged the power plug in and charge led illuminated. The fsr removed the battery unit as a precaution, installed a loaner battery and verified battery voltage read 25.81 vdc. With the loaner battery installed, the centrifugal sys operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.